Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc., serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while carefully removing the stylet wire from the lead the stylet handle tore off. The rest of the stylet was extracted with surgical tweezers and there was no impact to the patient. The issue was resolved.